Event description:
Per complaint (B)(4), it was discovered during clinical procedure that a screw broke off within a patient's dental implant. Additionally, there was a fracture around the neck of the implant. The implant was explanted approximately four years after placement. No additional adverse consequences were reported.